Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. An incidental finding of 9 out of 9 grounding screws missing from within the main enclosure preventing proper grounding of the pcb board causing the reported event and resulting in the burnt components. The device history record (DHR) was reviewed to ensure that each manufacturing and inspection operation was performed. Further investigation revealed that step 2.6 in assembly procedure 90256350 ver. K was missed. Based on the information provided and the investigation performed, the cause of the burnt components was determined to be manufacturing related.

Event description:
This report is to advise of an event observed during analysis confirming burnt components.